Event description:
The customer report the unit was not powering up.

Manufacturer narrative:
The customer reported the unit was not power up. The unit was evaluated by a philips technician. Replacing the batter pca resolved the reported issue.